Event description:
It was reported, the patient had an implantable neurostimulator (ins) implanted in the right abdomen in (B)(6) 2006 after an infection of an ins in the chest that resulted in removal in (B)(6) 2005. Refer to manufacturer's report# 3004209178-2012-12264 regarding the (B)(6) 2005 removal event. The patient was subsequently re-infected and removal of all hardware occurred in (B)(6) 2006.

Manufacturer narrative:
Product ID, 748266 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748266 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3389-40 lot# j0540935v, implanted: 2005 (B)(6), product type lead product ID, 3389-40 lot# j0540935v, implanted: 2005 (B)(6), product type lead. (B)(4).